Event description:
It was reported that during use with a bd safetyglide¿ needle when attempting to engage the safety mechanism the needle came out of safety shield. The following information was provided by the initial reporter: it was reported that the nurse was drawing up medication out of a bottle and when she attempted slide the safety mechanism the needle popped out of the safety shield.

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. On photos depicted a safetyglide package with top web visible. The photo was of low resolution and details of the package, such as the batch #, could not be read. One photo depicted a safetyglide needle attached to a non-bd 10ml syringe filled with medication in an end-user's hand. The safety mechanism of the needle was observed to be activated and fully extended. The cannula was separated from the hub of the needle assembly. A small piece of presumably epoxy was observed near the base of the cannula where it previously attached to the hub. A potential root cause for the cannula separating from hub defect is associated with the needle manufacturing process. Bd columbus completed their evaluation and determined that after the needle is assembled to the plastic hub the epoxy is applied. It is possible the epoxy applicator got clogged and didn't apply enough epoxy leading to the defect. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd safetyglide¿ needle when attempting to engage the safety mechanism the needle came out of safety shield. The following information was provided by the initial reporter: it was reported that the nurse was drawing up medication out of a bottle and when she attempted to slide the safety mechanism, the needle popped out of the safety shield.